Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient failed conservative care of pain symptoms due to posterior osteophyte. The patient underwent explanation of the implant and the previous arthroplasty was converted to fusion. The implant was removed easily with no damage done to the implant or patients anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When explanting the device, the device did have what appeared to be 'wear debris' the implant was explanted and the procedure was converted to fusion because the patients symptoms did not get better.